Manufacturer narrative:
(B)(4). The system error 2240 was identified during a review of a returned hc device with occurrence date (B)(4) 2010 during initial drain; there was no report for this alarm called in by the customer. The customer contacted baxter to report a low drain volume alarm which occurred on home choice (hc) during use. The hc was swapped and evaluated ((B)(4)). Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. This event was found in the logs during evaluation of the hc device for an unrelated issue; therefore, a batch review and sample evaluation is not applicable for this report. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A system error (se) 2240 alarm was found in the logs during evaluation of a homechoice (hc) device.